Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also noted oversensing and potential undersensing. The leads remain in use. No further patient complications have been reported as a result of this event.